Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: a synergy ous mr 3.00 x 12mm stent delivery system was returned for analysis. A visual examination of the crimped stent revealed damage. Stent strut row 4 from the proximal end of the stent was lifted and pulled distally; the remainder of the stent appeared undamaged. The outer diameter of the undamaged section of the stent was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube profile found multiple kinks. A visual and tactile examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip profile was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-02535. It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified proximal to mid right coronary artery (rca). After a non bsc stent was deployed in the proximal rca, a 3.00 x 12 synergy¿ stent was advanced to the distal part of the implanted stent but was unable to cross. The device was removed and it was noted that the mid part of the stent got lifted. Subsequently, another 3.00 x 12 synergy¿ stent was advanced but still was unable to cross. When the device was removed, it was noted that the proximal part of the stent got lifted. The procedure was completed with a non-bsc device. No patient complications were reported.